Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient had uncomfortable stim. She started feeling like something was stuck in her vagina. It was stuck to one side like ¿when you use a tampon and do not get it correctly, sometime it gets a little bit more intense¿. It was indicated that decreasing amplitude eliminated the uncomfortable stim. Patient used patient programmer on the call and she was on program 2 at 1.25v. Patient decreased to 1.1v and said it felt ok now. The change in symptom was considered sudden. It was noted that troubleshooting resolved the reported issue. She was implanted a day prior to this call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.